Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were at a routine ins replacement case. The caller indicated that the ins was depleted prior to the case so they could not test impedances prior to the procedure. The caller ran the connectivity check and got all red x's for the 8-15 lead. The caller indicated that the md tried removing and reconnecting the lead but that did not resolve the issue. The caller indicated that the lead was properly seated in the ins. The caller asked what could cause the issue. The issue was not resolved through troubleshooting. Tss reviewed considerations. The caller indicated that they would attempt to connect the leads to a wens and test impedances to determine if there was an issue with the lead. The caller was not able to provide any additional details as they were in the or for the case. Additional information received from the manufacturer representative reported that the cause of the impedance issue was not determined. The lead was connected to the new battery and when the patient was programmed they had bilateral coverage with adequate stimulation coverage. The issue was resolved.